Event description:
It was reported by the sales rep that the device was used during a gastric bypass. It was reported that the staples did not form properly when the instrument was fired. Another stapler was opened to complete the case. There was no consequence to the patient.